Event description:
The customer claims that the needle is pulling the vial cap into the IV solution (coring issue).

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. Customer feedback photo analysis result. There is a black foreign object inside the syringe. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Manufacturer narrative:
The returned samples of this event was received. The DHR was reviewed without any similar issue, the retained sample was tested and meet the specification. The returned sample was tested and they met the specificaiton. The issue can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
(B)(6) 2024, we received (B)(4) samples returned by the customer. After investigating the returned samples.